Event description:
It was reported that an asymptomatic pt presented via ttm. The pt came into clinic and the device exhibited backup vvi operation. The device replacement was scheduled electively due to approaching eri.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.